Manufacturer narrative:
It was reported that the hcu 30 temperature stopped rising during preparation before surgery. Furthermore, during patient treatment, the ice melted faster than usual. The getinge field service technician (fst) was on site for further investigation. The failure could not be reproduced. The fst has informed that the failures might have been caused by a temporary malfunction of the actuator 24v ac / dc 50 / 60hz (material # 70103.4052) as it operates the 3-way valve to adjust the water temperature of the device. Therefore, as a precaution the actuator has been replaced and the 3-way valve has been adjusted. The fst has performed ice calibration and ice adjustment. All function test passed. According to the hcu 30 service manual (hcu 30 / service manual / english / 07/ hcu 30 / 9 troubleshooting / 110 /) when the temperature regulation works poorly or not at all, and/or the cooling capactiy is poor a possible cause for the failure is a defective 3-way valve actuator. Therefore the most probable root cause for the failures is a 3-way valve actuator which was temporary malfunctioning. Although, not confirmed. The review of the non-conformities has been performed on 2021-11-23 for the period of 2009-03-01 to 2021-09-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2009-03-01. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program. Additional investigations, or corrective actions, will be implemented in the event of adverse trending.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
The investigation is on-going. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint #(B)(4). It was reported that the hcu 30 temperature stopped rising during preparation before surgery. Furthermore, during patient treatment, the ice melted faster than usual. No harm to any person was reported.